Event description:
A peritoneal dialysis pt (pd) reported fluid leak which was noted after the completion of treatment while removing the cassette. After removing the cassette fluid leaked out of the cassette door. Upon follow-up the patient's pd nurse reported the leak occurred because the clamp was not closed at the end of the treatment. There was no tubing and cassette leak. It was believed the leak occurred due to the opened clamp. The patient's effluent remained clear and there were no signs of peritonitis. No prophylactic antibiotics were given and no cultures were done. Sample was not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.